Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: approach: right femoral artery (fa) anatomy: vascular graft with stenosis and tortuosity the case was an emergency procedure. During delivery, resistance was encountered within the graft. Despite multiple attempts, the device could not cross the graft. Upon withdrawal, inspection revealed a positional gap between the sheath tip and the dilator, and the sheath tip was bulging. Considering safe use, a backup device of the same specification was utilized, which was successfully delivered and deployed without any issues. Patient outcome: no health hazards.